Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient who had a system error 2267 (air in line/set) alarm during use while the patient was connected in an unknown process step of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient would end therapy for the night. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.